Event description:
It was reported by a (B)(6) rep that a physician reported high lead impedance found on a vns pt. The pt was referred for x-rays to evaluate the lead and also an evoked potential. Add'l info was received from the treating physician indicating that trauma or manipulation did not occur. Review of programming history received by the physician indicated: last good system diagnostics on (B)(6) 2011, output current 1.25 ma. X-rays were reviewed and the generator is visualized in the left upper chest in a normal orientation. The lead pin appeared to be fully inserted into the header of the generator, but filter feedthru wires cannot be assessed due to the visibility of the images. Due to the lack of neck x-rays picture, only the inferior part of segment d of the lead can be assessed from these images. Electrodes, tie-downs, strain relief bend, strain relief loop could not be assessed. No obvious lead discontinuity or anomalies were identified on the visible part of the lead. Some lead was behind the generator and this portion cannot be assessed. The evoked potentials exam was performed and an anomaly was found likely due to a lead issue. A surgery will be planned for lead revision but has not scheduled.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.